Event description:
It was reported that a paedigav (part # fv304t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be clogged. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 8 months, height: 70 centimeters (cm), weight: 7.9 kilograms (kg), gender: male.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or other abnormalities of the valve were detected during the visual inspection. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: the test is inapplicable, because the detected blockage. Internal inspection : after dismantling of the valve, deposits were found in paedigav. Results: based on our investigation, we confirm the presence of occlusion in the valve, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.